Event description:
As reported by the user facility (translation of user facility information by bbm sales organization of the (B)(4)): easpypump emptied only to the half.

Manufacturer narrative:
(B)(4). We rec'd one used (filled with approx. 30 ml) easypump ii lt 100-50-s without packaging. The rec'd sample was taken to a visual examination. Damages were not detected at the sample. In 'as-rec'd' condition, the white clamp is closed and the wing cap was not handed over by the customer; the pt connector was not closed. After opening the top cap and removing the closing cone, was detected solution (liquid) at the filling port (lli-cone) and at the lla-cone of the pt connector. Additionally the sample was filled up to the nominal value (100 ml) and a functional test, respectively a leak test, was performed. After opening the white clamp the pump worked (solution was running). Furthermore we tested the flow rate of the rec'd sample. Nominal: 2 ml/h. Actual: 1.6 ml in 1h; 3.2 ml in 2 hrs; 4.8 ml in 3 hrs. Stopping of the infusion or leaks were not detected. The sample is within our spec. A f/u report will be provided as soon as the statement from MFR is available. (B)(4).